Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. One mitraclip was implanted without an issue reported. Another mitraclip was prepped for use. During preparation, both grippers lowered as expected and the mitraclip advanced into the anatomy. During gripper orientation, the posterior gripper was unable to lower. As standard troubleshooting, the mitraclip was closed and tested again in the left atrium. The posterior gripper was still unable to lower. It was decided to not deploy this mitraclip. The mitraclip was removed from the patient without further issues reported. Another mitraclip was used in replacement. Mr was reduced to <1. There was no clinically significant delay and there was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported gripper actuation issue was not confirmed via returned device analysis. The discrepancy between what was reported (the posterior gripper was unable to lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.